Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) of the patient had migrated and caused discomfort, due to patient had loss weight. It was also noted that the patient had difficulty charging the ipg. The patient underwent an ipg explant procedure and the explanted device was kept by the facility. No further information has been obtained despite good faith efforts.